Manufacturer narrative:
Product event summary: (B)(4): segments of the lead were returned, analyzed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant products: 4968-25 implantable pacing lead implanted: (B)(6) 2012; addrs1p implantable pulse generator (ipg) implanted: (B)(6) 2012.

Event description:
It was reported that the right atrial (ra) lead exhibited high impedance (maximum 3,677 ohms); a lead fracture was suspected. A new epicardial lead was implanted in the ra. The right ventricular (rv) lead exhibited rising thresholds over the past year; oversensing, noise and intermittent loss of capture was also reported when the patient moved in a twisting position, particularly laterally. It was noted that certain movements were difficult to assess as this was a young patient. A new epicardial lead was implanted in the rv. It was also noted that rv capture management increased rv output to 5.0v @ 1.0ms. Reprogramming has decreased battery longevity. Since there was a need to replaced the ra and rv leads, the implantable pulse generator (ipg) was electively replaced. No further patient complications have been reported as a result of this event.